Manufacturer narrative:
H6: updated health effect h6: updated investigation finding h6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Manufacturer narrative:
The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3), and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3). Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records, and are as follows: implant preoperative complaints: n/a. Implant procedure: (B)(6); laparoscopic ventral hernia repair with dual mesh implant date: (B)(6) 2011. (B)(6). Indications: ventral hernia. This actually is a recurrent ventral hernia. He had a previous umbilical hernia repair. Findings: umbilical hernia 6 x 8 cm. Esitmated blood loss: 10ml. Procedure in detail: the patient was brought to the operating room, and general anesthesia was obtained. The abdomen was prepped, and draped in the usual sterile fashion. We prepped out the abdomen with betadine, and used an ioban drape. I fixed this with three trocars; a 12 mm in the left lower quadrant, a 5 mm in the left upper quadrant, and a 5 mm in the right midline. I took down some midline adhesions to the defect with the harmonic scalpel. When you look, you see two holes, the umbilical, and then just above it you see another defect. I measured out the size of the defect with spinal needles. I then marked this on the outside of the abdomen and measured out the size of mesh that we would need. Then replaced four sutures at the corners, rolled the mesh up, placed it through the 12 mm port, and unrolled it. I then used the suture passer and took the four previously placed sutures and pulled it to the abdominal wall. I then stapled circumferentially with the stapler device. I then went between the four sutures and placed four more sutures with a suture passer. I thought the mesh looked fantastic. I had covered the defect. Actually, we had a 3 cm overlap of the defect. We then, under direct visualization, actually watched as we decompressed, and it was certainly not too tight. It had a nice little ripple in the mesh. Of note, I did close the 12 mm trocar site with a suture passer, and two sutures to close that of 0 vicryl. The patient actually tolerated the procedure well. We then closed all trocar site skin with 3-0 vicryl pop -offs. We did use a gore dualmesh. The records confirm gore® dualmesh® plus biomaterial 1dlmcp04/8204655 explant preoperative complaints: n/a. Explant procedure: (B)(6); laparoscopic ventral hernia, recurrent, converted to open with removal of mesh, small bowel resection, and anastomosis followed by primary closure of abdominal wall hernia. Explant date: october 31, 2013 (hospitalization unknown) (B)(6). Indication for procedure: (B)(6) had a laparoscopic hernia performed by me several months ago, possibly a year. Ti did recur and he was having small bowel protrude through the recurrent defect causing partial, but intermittent small bowel obstructions. He was taken to the operating room for repair. We voted to do a laparoscopic so we could look and evaluate my mesh. Patient was brought to the operating room, general anesthesia was obtained. Abdomen was prepped and draped. I entered through the left upper quadrant through a 5 mm blade-less trocar. No iatrogenic enterotomies. I placed a 12 mm in the left lower quadrant and a 5 mm in the right flank for my assistant. Placed the camera. Began to look and we could see the mesh. We could see the defect on the abdominal wall. On the right side the mesh had pulled and created a large defect. The problem was there was bowel, and omentum stuck to the mesh. All of this had to be taken down so we could repair. As I began to look at the bowel stuck to the mesh it became apparent that this bowel was not just loosely adhesed,, but densely adhesed, and stuck. I did not feel it would be any easier open just to get the bowel down because it was so dense, but we used scissors, and we teased and we teased and we worked. Took about an hour but we got all the bowel down. Now what was concerning was in some areas where the bowel was so stuck to the mesh I even had to take some mesh and there was actually mesh adhered to the small bowel. I did all this to prevent enterotomies. Once I had all the bowel down the patient had a lot of bleeding from the abdominal wall that was dripping down, which I felt like was when we took little pieces of mesh off the abdominal wall because it was so stuck to the bowel that we did get some bleeding in the abdominal wall. This made the case difficult. It was very difficult to dry up. Once the bowel was down at this point t did not feel comfortable. I felt like there was a high probability that we could have gotten an enterotomy. I did not like leaving those little pieces of mesh on the bowel. I did not like the bleeding from the underside of the anterior abdominal wall. He also had pieces of mesh that we had taken defects out of and I just felt at this point the better part of valor was just to go ahead and open his mi dl inc and this is what we did. Once I got into the midline I was able to bring up the bowel that I had taken down and indeed there were two small enterotomies that I identified. So at this point this segment of bowel with the enterotomies, with the mesh stuck to the bowel, with that mesh being diseased because it had been intermittently but chronically obstructing through the defect I went ahead and resected that segment of small bowel, and then did a side -to -side anastomosis with the gia 75, closed the enterotomies with a ta and closing the mesenteric defect and I had nice, normal bowel. I passed that bowel off as specimen. I then decided to go ahead and take the rest of this mesh out because clearly it was contaminated with the small bowel juices and sulcus. So I removed all the mesh. I felt like that with the abdominal wall kind of still oozing from the dissection I did not want to put any more mesh in. I just felt like by closing it as a primary closure I would help with hemostasis so that is what we did. I knew there would be an increased risk of recurrent hernia, but we would have to fight another day. I went ahead, and irrigated the abdomen with copious amounts of saline, and I went ahead and closed the midline with a running loop pds to provide some hemostasis along the abdominal wall. It was my concern that the patient not only was oozing from the mesentery, the bowel, he just seemed to be almost coagulopathic. With this in mind I even got the anesthesiologist to send an inr and a platelet function test. He was hemodynamically stable throughout the case but we went ahead and felt like the better part of valor was to get out and not embark at another hour, hour and one-half by fixing this hernia. Also, the only option at this time would have been biologic. We went ahead and elected to close primarily, and we did a running pds which did provide hemostasis and we closed the midline with skin staples. Estimated blood loss, we estimated, probably around 250ml. The patient was stable throughout the case. There were no complications. It went as planned except for his generalized oozing but the patient went back to recovery room in stable condition. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence."

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2011, whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2013, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: adhesions, bowel obstruction/problems, hernia recurrence, removal, bowel resection. Additional event specific information was not provided.